Event description:
It was reported that the patient was transported via ems (emergency medical services) to the ER (emergency room) with hypoglycemia. The patient's bg (blood glucose) levels declined to 15 mg/dl while wearing the pod between 4 and 24 hours in the arm. The patient reported being found unconscious by her mother who called ems. The patient reported being treated with an IV (intravenous) infusion of "something to bring her blood glucose up", specific contents not provided. The pod was changed prior to ems arriving. The patient was released after 3 hours. The patient reported on the day of event, she woke up not feeling well, and her dexcom cgm (continuous glucose monitor) showed her 300 mg/dl, but when tested with a bg meter, it was 600 mg/dl. Patient reported she gave herself a subcutaneous injection of 10 units with a syringe and changed her pod. The patient reported after giving herself an injection, her dexcom cgm showed her bg was 148 mg/dl. Before she received any further readings from her cgm, she had passed out from hypoglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.